Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending (lad) artery. Pre-dilation was performed and a 3.0mm synergy¿was implanted with good results. The patient returned to the intensive care unit. The next day, the patient experienced pain and had an ¿enzyme issue¿ and was returned to the cath lab that evening. Angiogram revealed thrombus in the proximal portion of the stent. The thrombus was extracted with a thrombectomy device. The physician then dilated the proximal end of the synergy¿ stent which was noted to be in a tapered vessel. Two additional synergy¿ stents were implanted proximal to the first. There were no additional patient complications reported and the patient¿s condition was fine.